Event description:
A malfunction was reported with malfunction code 0, but no notable events occurred prior. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support assisted the customer by providing pump reset information, and after resetting, the malfunction did not recur. The customer successfully resumed sensor session and insulin delivery, with instructions to contact technical support again if the issue reappears.